Event description:
This death is reported as the study physician has not provided an assessment of the relationship to the mitraclip to the death. It was reported that two mitraclips were implanted on (B)(6) 2013, reducing the mitral regurgitation (mr) from grade 4 to 1-2. The patient was hospitalized on (B)(6) 2013 with acute heart failure. The patient was diuresed and discharged home in stable condition on (B)(6) 2013. The acute heart failure was assessed by the physician as unrelated to the device or procedure. The patient died on (B)(6) 2014. There were no other details provided regarding this death. The physician's assessment on relationship of this death to the clip is pending. No additional information was provided.

Event description:
Subsequent to the previously filed initial medwatch report, additional information was received indicating that the patient died at home. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known potential complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.